Event description:
Status post bilateral subglandular inframammary gel implants (unk size/MFR) for augmentation. Pt reports firmness immediately but developed discomfort in 1986. Reports progressive pain to the point they are unable to wear a bra. Complains of decreased size and migration laterally for years. Denies history of trauma. Additionally complains of progressive systemic problems including arthralgias with am stiffness, myalgias, left leg spasms, numbness, swelling, chronic fatigue, sleep disturbance, history of low grade fevers, increased white blood cells, unk etiology, hot flashes, headaches (worst symptoms), jaw pain, visual problems, dizzy spells, memory problems, history of hair loss, oral sores (questions related to dentures), sensitivity to sun/cold/chemicals, chest pain, increased cholesterol, weight fluctuations, gi complaints of easy bruising, and nocturia. Pt is otherwise healthy.